Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set issue on (B)(6) 2026 due to the needle cover was hard to remove. The patients blood glucose level was high and was treated with a correction bolus using the pump. No further information available.